Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcba). (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.